Event description:
It was reported that initialization failed during a breast biopsy procedure. The device was replaced and the case was continued. While the marker was being deployed, the tip sheared off in the breast. The radiologist retrieved all the parts of the marker from the breast. The marker was accidentally discarded.

Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.